Manufacturer narrative:
In the previous emdr date of event, date received by mfg, health effect ¿ impact codes were incorrect. The correct date received by mfg should be 10/30/2024 in the previous emdr.

Manufacturer narrative:
Updated section - b4, d8, d9, d10, g1(contact person - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) visited the hospital and performed a sensor module function test in maintenance mode, which resulted in a test failure, and when it started up normally, an iab optical sensor failure alarm occurred. It was brought in-house and examined, with lamp cleaning and cleaning of the module connector, and connection confirmation. After the work, an operational check was carried out and the equipment was returned to the facility without any alarms. Regular calibration work was also carried out with good results.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) optical sensor failure alarm occurred. A catheter malfunction was suspected, and a new iab sensor balloon was used, but the alarm did not improve. When a malfunction of the device was suspected and replaced with a cardiosave, no alarm occurred and it could be used without any problems. The device was replaced, but there were no health problems for the patient.